Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / provided. D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. D6: implant date unknown / not provided. D9: device availability unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported that the implant disengaged from the mount, fell to the ground and got contaminated. Procedure was completed placing other implant. Tooth site 32.